Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3:analysis of the 97745bp battery pack (97745bp) (serial number (B)(6)) revealed a broken front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since friday the pt had been having problems charging their controller. Pt spoke to their medtronic representative yesterday who said they needed a new controller battery for the rep had the pt reset the controller and put 2 aa batteries in the controller but pt did not believe the controller did not turn on with the aa batteries. On friday pt was unable to charge their controller and the implant for pt got the message battery empty cannot continue recharge the controller. During call pt verified there was no damage to the controller battery compartment and no damage to the controller battery. Pt then removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not charging. Pt then put 2 aa batteries into the controller and verified the controller turned on but got the message battery empty cannot continue replace the controller batteries. The issue was not resolved. Additional information was received from the patient. Pt called back stating they received the new controller with the battery and when they plugged it in there was tape on it so they took it off and got the message battery empty replace the controller battery. During call pt verified they did not take the controller battery out of the dummy controller. During call pt took the battery out of the dummy controller and put the battery into their controller. Pt plugged the controller into the ac power supply but the controller was not charging; pt got the message battery empty cannot connect charge the controller.